Event description:
It was reported that prior to implant, the device was initially unable to be interrogated. Once interrogation was completed, electrical reset and end of service (eos) messages appeared and the battery voltage was noted to be very low. The device was not implanted in a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Event summary: (B)(4): the device was returned and analyzed. No telemetry or output observed. The depleted battery condition was confirmed. No indication of elevated current drain, under a variety of conditions, was observed. Device functions such as communication, pace, sense, charge and delivery and current drain were found to be nominal when powered up with an external supply. Both low and high voltage lead impedances were accurately reported via telemetry. The device also passed diagnostic system testing. Attempts to introduce a high current condition were unsuccessful through elevated temperature and temperature cycle stressing. The analysis was terminated at this point with no cause determined for the premature battery depletion. (B)(4).